Event description:
The tps micro drill was sent for eval due to overheating during an oral max procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device could not be recognized by the console during testing due to motor failure, therefore heat testing could not be performed.